Manufacturer narrative:
A ge service rep provided telephone support. The customer identified the required repair. No additional info is available.

Event description:
The customer reported the system displayed an iris potentiometer error code and thereby failed to boot up. No report of pt injury.